Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient went to the emergency room (ER) due to low blood glucose (bg) levels falling below 70 mg/dl and suffered a seizure while wearing the pod between 4 and 24 hours on the arm. At the hospital the patient was given ativan, doctors checked heart rate and checked if the seizure affected her brain. The patient was released the same day.